Event description:
Healthcare professional reported that the pericardial patch was used on pt for a dura patch. One week later pt had an inflamatory reaction and developed signs of hydrocephalus. Recovered after 4 week treatment with steroids.